Event description:
Transport ventilator in use on a pt. Device gave an alarm (user did not recognize alarm type/code), and then stopped ventilating. No injury to pt, used backup ventilator.

Manufacturer narrative:
Could not duplicate reported malfunction. Found error codes 9953 and 7998 - communication with processor. The device functioned as designed, per user report. In the case of processor comm failure, emits audible and visual alarms and stops ventilation. Will be changing main circuit board as a precaution, as it has had 5 1/2 years of heavy-duty transport use (it has endured significant impacts too). Device shows 1,000 hours field usage, and that is a lot for a transport ventilator.